Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was going to have the pump exchanged due to pump flow problems. The pt was symptomatic with shortness of breath, fatigue, and right heart dysfunction. A heart became available before the pump was exchanged and the pt underwent a heart transplant.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.